Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a (B)(6) 2021 procedure the heads of two ar-8737-37, hex drivers, broke when implanting and removing screws. Additional information obtained 1/19/21: the procedure was a metacarpal fracture. Lot numbers of the drivers is not known. The driver tips from both drivers were fully retrieved and accounted for. One tip was removed along with the screw that was being removed. The screw was being removed because the bone and canal was too narrow and solid for achieving accurate fixation. The other tip was retrieved on it's own. To complete the procedure the surgeon ended up removing the screw with a needle driver and plated the fracture.

Manufacturer narrative:
It was reported that the drivers had fractured. The reported event is confirmed upon investigation of the returned pictures. Visual evaluation identified that both of the driver tips had fractured and were bent. Additionally, without the return of the drivers, further investigation cannot be performed. The root cause of the reported failure mode is undetermined. However, the most likely probable cause is applying excessive mechanical forces upon insertion.